Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturer's service technician confirmed the customer reported problem. Review of the device diagnostic log indicated a +24/+-12 volt power failure occurrence. The service technician replaced the power supply to address the findings. Performance verification testing was completed and tests passed per operating specifications.

Event description:
Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.